Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crtd) device was explanted due to non-conversion of vt or vf and had high dfts. The physician knew of patients history of high dft's, so tested and failed to convert vf at 41j. Additional information received indicated that patient had known high dft as previously implanted competitor's device had failed to convert vf at maximum output. The cause was likely due to positioning of the rv lead. No additional adverse patient effects were reported.